Event description:
A service tech reported that a modular endoscopic clip applier (pl508r) disassembled during surgical use causing the instrument shaft to fall into the pt's abdominal cavity. The surgeon was performing a laparacopic cholecystectomy and pushed the applier against the trocar cannula in an attempt to reach the surgical site when the device disassembled. This modular instrument is designed to disassemble for cleaning by pulling back on the handle rotary ring. The pt was not injured. Earlier in the same procedure, a single clip, as well as the entire clip cartridge (pl569t) came off the distal shaft, and fell into the pt. The surgeon was able to retrieve all device components. The device was not retained for investigation, add'l info from the hosp staff is pending. This malfunction is occurring below the frequency and severity that are usual for this device.